Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter and a stylet wire segment was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A longitudinal split was noted on the attached catheter approximately 1.6cm from the distal end of the cath-lock. The proximal end of the returned stylet wire was noted to have a complete break. Upon infusion, a leak from the longitudinal split on the attached catheter was observed and aspiration was attempted and was unsuccessful. Therefore the investigation is confirmed for the reported fluid leak and identified fracture issues. However the investigation is unconfirmed for the reported material split issue as the more specific fracture was identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: h6 (device, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one month and fourteen days post port placement procedure, when the port system was attempted to be used, leakage of the medicine was found. An x-ray examination was performed and revealed the wire. The port system and the wire were removed. It was found that the stylet come out from the slit of the catheter. The physician thought that the stylet into the catheter was removed but may have remained partially in place. It was possible that the stylet hit the catheter after the port system was implanted, the stylet come out of the catheter wall and leakage occurred. The physician thought that the stylet was partially broken from the beginning and was removed during the placement procedure, but the broken tip of the stylet remained in the catheter, which may have caused this event. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and fourteen days post port placement procedure, when the port system was attempted to be used, leakage of the medicine was found. An x-ray examination was performed and revealed the wire. The port system and the wire were removed. It was found that the stylet come out from the slit of the catheter. The physician thought that the stylet into the catheter was removed but may have remained partially in place. It was possible that the stylet hit the catheter after the port system was implanted, the stylet come out of the catheter wall and leakage occurred. The physician thought that the stylet was partially broken from the beginning and was removed during the placement procedure, but the broken tip of the stylet remained in the catheter, which may have caused this event. There was no reported patient injury.